Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient¿s trial, prior to implant on (B)(6) 2012, ¿they used morphine and they gave him too much and he could jump off of buildings but could not pee¿. The catheter was in for 3 days and then they removed it. The patient was then implanted with a permanent catheter and pump. Additional information has been requested, but it was not available as of the date of this report.